Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the stylet used to insert the tube did not detach after insertion, requiring the tube to be removed. The stylet is completely attached to the tube. No further information is available.

Manufacturer narrative:
A device was not returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. The lot met all defined acceptance requirements and was released. As part of the investigation, a gemba inspection was performed and all processes and controls were reviewed and found to be correctly followed. There were no conditions found that could trigger the reported condition. Based on all available information, a definitive root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.